Event description:
It was reported that this left ventricular (lv) lead was surgically explanted after approximately two years. This lv lead was replaced with a similar model lead. No additional adverse patient effects were reported. Additional information revealed that the patient was not responding to therapy, with a continued decline in ejection fraction and worsening symptoms. An x-ray analysis showed that the lead was positioned too anteriorly within a branch. Following a venogram to locate a more lateral branch, it was determined that a spiral lead would be more suitable for the newly selected branch.

Event description:
It was reported that this left ventricular (lv) lead was surgically explanted after approximately two years. This lv lead was replaced with a similar model lead. No additional adverse patient effects were reported.